Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges they are experiencing issues with the guidewires unravelling while inside of the patient. The wire was successfully removed from the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, the account provided an unopened unit for investigation. On initial visual inspection, there was no damage present on the returned unit. The root cause of the issue experienced by the customer was not determined during the investigation. No manufacturing defects were detected during a detailed inspection and measurement of the returned merit guide wire. The root cause of the complaint cannot be identified. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.